Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent high blood glucose levels (400 mg/dl). Event date is an approximation as customer was unable to provide specific event dates. Customer stated they believe their settings may need to be adjusted. Customer delivered boluses via the pump and syringes to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.